Manufacturer narrative:
Outcomes to adverse event: infection. Manufacturing assessment results: two manufacturing records were reviewed and no related deviations or non conformances were observed for the batch a39430 and part t43105jpn. Grafton putty test reports were reviewed (final product sterility, endotoxin, moisture analysis, glycerol content, calcium assay, environmental monitoring). All tests passed. Hcp reviews: as per hcp opinion the infection was not caused by the grafton putty as received, processed and distributed by medtronic. Also hcp reviewed the donor chart, and he did not believed that our product caused the patient¿s infection. Donor file & donor eligibility records: the donor charts revealed no additional reports of adverse reactions involving any other organs/tissues recovered from this donor. Recovery of the subject donor tissue was performed using a method appropriate to controlling contamination. There were no deviations from established procedures that may have increased the risk of contamination/cross contamination. All supplies and reagents used during the recovery were in compliance with 21cfr1271.210. The recovery was performed within the established time and temperature limits for recovery. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation at c2-t1 due to cervical spondylosis and the unilateral open-door laminoplasty were performed. In the surgery, 5cc of tissue has been implanted in the patient. Post-op, the patient had infection on same level. Patient underwent revision surgery as a result of this event and the tissue was removed from the infected site.